Event description:
It was reported that the disposable cassette caused the pump to exhibit no disposable alarm and continuous beeping. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/ consumer. No product information has been provided to date.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed. No lot or serial numbers were communicated; d4: device expiration date and h4: device manufacturing date are not available. D4: UDI#: unknown; g5: premarket (510k) number: unknown.